Event description:
Customer reported the tube had separated from the flange. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the patient.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.